Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated. A definitive cause for the single leaflet device attachment (slda) could not be determined. The recurrent mr appears to be a secondary effect of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that the patient underwent a mitraclip procedure on (B)(6) 2019, with implantation of 2 clips, an xtr clip and an ntr clip. The mixed mitral regurgitation (mr) was reduced from grade 4 to grade 2. On (B)(6) 2019, transesophageal echocardiogram (tee) was performed and it was noted that the ntr clip had detached from the posterior leaflet, remaining attached to the anterior leaflet. The mr increased to grade 3. No additional intervention was performed. No additional information was provided.